Manufacturer narrative:
No product was returned. A search of the complaint database did not reveal any other reports for the mfg lot. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be reopened.

Event description:
Pt revised to address infection.